Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to constant blank flashing white light on the display. On (B)(6) 2021 the customer alleged the insulin pump alarmed pump error 43 during rewind. The test p-cap locks properly in place in the reservoir compartment noted. Device receive with pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display. Device was cut open and found moisture damage on the motor flex tail traces, 40 pin flexible printed circuit/lcd, electrical board 1 and electrical board 2. The test 40 pin flexible printed circuit/lcd was installed in the original electrical board 1, electrical board 2, motor, internal battery and case. Powered the insulin pump on using the battery simulator and open book occurred. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the 40 pin flexible printed circuit/lcd and reinstalled on the original electrical board 1, electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and constant blank flashing white light on the display noted. By using the test 40 pin flexible printed circuit/lcd with the original electrical board 1, electrical board 2, case, internal battery and motor, the crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. The original electrical board 1 was removed and installed in a test 40 pin flexible printed circuit/lcd, electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error during testing. The original electrical board 2 was removed and installed in a test 40 pin flexible printed circuit/lcd, electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. In summary, constant blank flashing white light on the display due to moisture damage on the 40 pin flexible printed circuit/lcd. Critical pump error (open book) and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen suspected to be on the pcb 2. Unable to verify pump error 43 alarm due to download difficulty. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.